Manufacturer narrative:
The service rep calibrated the tower as per the procedure and moved the tower into film mode several times without error 46. Functional check carried out. System works as intended.

Event description:
Customer complained of the system displaying call service error 46, while changing to film mode, x-ray tech had to reboot the machine to work normally, they were doing a urology case while pt was on table.